Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5094757. The events of lymphadenopathy and capsular contracture, baker grade: iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "metal taste when I eat or drink anything, having a runny nose that I am constantly taking decongestants for, a lot of pain on my left-side going from my breast to my armpit, swelling of my neck under my chin and jaw that takes a week or 2 to go down, and my blood work has been coming back with my white blood cell count high and my lymph high."

Event description:
Patient reported right side "since (B)(6) 2019 I have been having a metal taste when I eat or drink anything, having a runny nose that I am constantly taking decongestants for, swelling of my neck under my chin and jaw that takes a week or 2 to go down, and my blood work has been coming back with my white blood cell count high and my lymph high. Patient additionally reported having an ultrasound performed in 2020 that indicated "masses. Distortion. Calcification, axillary lymph nodes enlarged on both sides," "breast swelling also so much tightness & pain," "breast had a grade 3 capsule contracture," "skin rashes. Blurred vision, hashimoto's thyroiditis. Migraines. High cholesterol, low vitamin d levels, difficulty breathing, chest pain. Enlarged lymph nodes from time to time, diarrhea all the time with a lot of blood." Device remains implanted.